Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus/basal delivery. However, the device passed the rewind, basic occlusion, prime, and displacement tests. Motor position encoder error alarm was not verified due to erased history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The following cosmetic damage was noted: minor scratches on the display window, cracked case display window corner, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motion sensor test failure. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.